Manufacturer narrative:
(B)(4). The lot 13e018 was manufactured may 6, 2013 - may 7, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume multirate infusor experienced a no flow. This was observed towards the end of infusion therapy. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection did not identify any abnormalities. The cap of the luer was removed in order to determine flow; no flow was identified. A microscopic inspection identified micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the multi-rate control module housing. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.